Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. However, evaluation found corrosion of electrical contacts, cable watertightness failure (leak), cracked connectors, and scope mount corrosion. Device history record (DHR) review: since the subject device was manufactured more than 15 years ago, the DHR could not be verified. Review of service repair history record found that there was no repair history for the product within the previous 12 months that are related to the reported phenomenon. Instructions for use (IFU): if any of the following problems occur during use, such as disappearance of endoscope images or inability to adjust the focus, strictly observe the following precautions and discontinue use immediately. There is a risk of serious injury. Turn off the power to the video system center and immediately turn it back on to see if the image returns. If the image returns, pull the endoscope from the patient while viewing the image and discontinue use. If the image is not restored, remove the camera head from the endoscope and pull out the endoscope while looking directly into the endoscope's eyepiece. If various instruments are being used, withdraw them in the safest way possible before withdrawing the endoscope. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a poor image quality. There were no reports of patient harm.

Event description:
The issue occurred before the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information supplied by the customer. Please refer to the following sections for the new information: a2, a3, a4, a5, a6, concomitant product, b3, b5.